Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with a blank display. Unable to perform self-test, rewind, seating, basic occlusion test, force sensor test and displacement test due to blank display. Unable to download history files and traces using thump due to blank display. Unable to verify high bgs. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case (minor) and corroded battery tube. Harm reported with no reported allegation of a device malfunction unable to test due to blank display. Blank display was confirmed during analysis due to moisture damage on the battery tube, pcba 1 and pcba 2. Exposed to moisture damage confirmed. Unable to verify high bgs. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Blood glucose value at the time of the event was 16.8 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the device was returned for analysis.